Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not suspend insulin delivery and did not accurately adjust the amount of insulin delivered. It was also reported that undefined alarms occurred. There was no adverse impact to the customer blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.